Event description:
A customer reported obtaining erroneous glucose (glu), cholesterol (chol), and direct high density lipoprotein (hdld) results on a unicel dxc 600i synchron access clinical system for three (3) patients. The customer initially ran cartridge glucose on one patient sample in duplicate and obtained results of 2 mg/dl , and "suppressed, oir lo". Repeat testing of the sample on the same system yielded a result of 99 mg/dl. A second patient sample tested for chol yielded an initial result of 240 mg/dl. Repeat testing of the sample yielded 204 mg/dl on the same system, and 200 mg/dl on an alternate system. A third patient sample tested for hdld yielded an initial result of 87.8 mg/dl. Repeat testing of the sample on an alternate instrument yielded a result of 79.5 mg/dl. The initial results were not reported out of the laboratory and thus did not affect patient diagnosis and treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the mixer inserts, performed alignment and precision. The customer confirmed on (B)(6) 2011 that issues have been resolved and the instrument was in operation.